Event description:
It was reported diagnostic testing indicated invalid impedance readings on multiple lead contacts. Reprogramming was initially able to provide effective coverage, however, the pt began to experience autoreducing. Surgical intervention may take place a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.